Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of insulin overnight while using the ilet system, with high alerts acknowledged but insulin not replaced until later in the morning and a temporary shortage of cartridges addressed by a goodwill supply shipment. Symptoms included elevated blood glucose up to 305 mg/dl without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, no back-up therapy use, and no ketone testing. Investigation included customer interview, troubleshooting, and review of device alerts and usage history as reported. Investigation of this case revealed user-related factors including delayed response to high glucose and low insulin alerts and insufficient supplies on hand. It was concluded that hyperglycemia occurred with cause unclear relative to device performance, with no device malfunction confirmed.